Manufacturer narrative:
Based on the available information, the cause of the reported incidents of ¿one patient with a large prostate sustained ureteric injury¿ and a second ¿patient experienced anastomotic leakage¿ was unable to be determined. However, the author commented that the inability to look inside the bladder during the procedure and the proximity of the distal ureters to the lateral pedicles of the prostate probably resulted in the ureteric injury. Although, the article mentioned that one patient sustained a ureteric injury and the other patient experienced anastomotic leakage following rs-rarp, it is unknown whether there was any medical or surgical intervention required to address the referenced injuries. Moreover, the author of the article commented that the injury was probably due to anatomical factors and the inability to visualize the inside of the bladder during the procedure. In regard to the patient that sustained an anastomotic leakage, the author indicated that no malfunction of a da vinci system, instrument, or accessory occurred. A review of the site's complaint history shows one related complaint which documents the anastomotic leak complaint mentioned in the journal article. The system and instrument log reviews could not be performed as there was lack of product and procedure information. No image or video clip for the reported event was submitted for review. No additional technical review was required and/or performed based on the complaint since the event date, site name, and da vinci system information are unknown. These events are being reported due to the following conclusion: one patient with a large prostate reportedly sustained ureteric injury and one other patient experienced anastomotic leakage. In these cases, the root cause of the reported incidents remains unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Should additional information become available, a supplemental MDR will be submitted.

Event description:
Intuitive surgical, inc. (Isi) became aware of an indian journal of urology article titled, ¿the impact of transition from conventional robot-assisted radical prostatectomy to retzius sparing robot-assisted radical prostatectomy: a retrospective multivariate analysis¿ (kishore, t. A., kuriakose, m., et al., 2021). Within the journal article, two operative complications allegedly involving da vinci surgical procedures were noted as follows: case 1 ¿ it was reported during a da vinci-assisted surgical procedure: "one patient with a large prostate sustained ureteric injury. The inability to look inside the bladder during rs-rarp, together with the proximity of the distal ureters to the lateral pedicles of the prostate, has probably resulted in the ureteric injury¿. Case 2 ¿ it was reported during a da vinci-assisted surgical procedure: ¿one patient had anastomotic leakage following rs-rarp¿. Isi made multiple follow-up attempts to obtain additional information from the author. However, the author indicated no further information is available. At this time, it was unconfirmed as to whether a da vinci surgical system was involved in the reported event and there is no known allegation of a malfunction of a da vinci product. Moreover, there is insufficient information provided to determine that an intuitive product caused or contributed to the operative complication referenced in the article.